Event description:
Per the clinic, the patient experienced healing issues, severe wound dehiscence and infection at the implant site, resulting in the extrusion of the device. Subsequently, the device was explanted under local anesthesia on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported).